Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that traces of battery acid had been found on the contact pins of slot 4 in the universal battery charger.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion on the 14v battery contacts was not confirmed. The 14v battery was not returned. The provided information stated that a foreign substance was found in slot 4 of the universal battery charger (ubc) and has been presumed to come from the 14v battery. The ubc was evaluated and the ingress led to the presence of corrosion on the pocket cable assembly. There were no pictures or additional documents of the battery provided. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the 14v battery being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The ubc instructions for use (IFU) explains under the responding to advisory messages how to troubleshoot any errors or alarms. It states under the precautions section: "the metal contacts inside the ubc pockets should be kept clean and dry. Do not expose contacts to water, moisture, dirt, etc. No further information was provided. The manufacturer is closing the file on this event.